Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-00688. This report is being submitted as additional information. (B)(4). Approximate age of device ¿ 1 year. The report of suspected thrombus could not be confirmed. The device was not returned for evaluation. Device thrombosis is listed in the heartmate ii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that there was concern for thrombus and the patient received a routine transplant on (B)(6) 2018. No additional information was provided.